Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31july2019.

Event description:
The customer reported a faulty led indicator. There was no patient or user harm reported.

Event description:
The customer reported a faulty led indicator. There was no patient or user harm reported.

Manufacturer narrative:
MFR received date: 15 oct 2019. The power switch overlay was received for evaluation. There were no signs of damage or contamination during visual inspection. The power switch overlay was then installed onto the test ventilator in an attempt to duplicate the reported problem. After testing, it was determined that the broken trace on the power on and ac led caused the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.